Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The representative found that the power cord for the viewing station of the imaging system was connected to a different port than required on the back of the uninterruptible power supply (ups). The representative adjusted which port was used. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while entering the patient information into the imaging system, they accidentally kicked a wheel on the viewing station of the imaging system. The kick resulted in the viewing station of the imaging system restarting without prompt from the user. System was fully functional after the restart. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.